Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture - cartridge compartment) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: visible moisture corrosion was observed in the battery compartment. Also observed was a crack across the top of the cartridge compartment. Investigators were unable to tighten the cartridge cap to the pump. A leak test failed due to a leak from the cartridge compartment. The pump was opened and no moisture was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.